Event description:
Reportedly, during the follow up it was impossible to print the egm from the sensitivity screen and also from the threshold screen, the printer did not print nor the printing message was displayed. If we switched to the egm screen it immediately printed the last egm. (Video attached).

Manufacturer narrative:
The conclusions are as follows: the files analysis led to the following observations: direct printing from the tests screen (manual pacing threshold, eps v (electrophysiology study ventricular, sensitivity) is not possible for a vr model defibrillator interrogated by rf or ble (bluetooth low energy) due to a known software issue. In case the user would like to print from the tests screen directly, a workaround possible would be to interrogate the subject device by inductive telemetry. This complaint is recorded for trending purposes. Please refer to the attached analysis report.

Event description:
Reportedly, during the follow up it was impossible to print the egm from the sensitivity screen and also from the threshold screen, the printer did not print nor the printing message was displayed. If we switched to the egm screen it immediately printed the last egm. (Video attached).